Manufacturer narrative:
Additional information: according to the information received, the device was not providing benefit to the recipient due to a post-operative active electrode migration out of cochlea after an external impact. Migration was confirmed by diagnostic imaging. A revision surgery to reposition the electrode array was successfully performed. Intraoperative measurements confirmed correct placement. Therefore, the concerned device remains implanted and in use.

Event description:
The child does not hear high frequencies well. The child was hit by a golf club in (B)(6) 2016. On (B)(6) 2017 the recipient underwent a surgery to reinsert the electrode. Intraoperative measurements confirmed correct placement.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The child does not hear high frequencies well. External parts are working. Further steps are in discussion.